Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise. Technical services (ts) advised noise was oversensed and resulted in inappropriate atrial tachy response episodes to be stored. Ts also found two high out of range right atrial pacing impedance measurements. Ts also found evidence of respiratory rate trend oversensing. The patient was seen in clinic. The health care professional (hcp) reported noise can be reproduced with isometrics. The hcp completed reprogramming suggested by ts. The hcp provided they would continue to monitor the patient at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise. Technical services (ts) advised noise was oversensed and resulted in inappropriate atrial tachy response episodes to be stored. Ts also found two high out of range right atrial pacing impedance measurements. Ts also found evidence of respiratory rate trend oversensing. The patient was seen in clinic. The health care professional (hcp) reported noise can be reproduced with isometrics. The hcp completed reprogramming suggested by ts. The hcp provided they would continue to monitor the patient at this time. This ICD remains in service. No adverse patient effects were reported.